Event description:
Complaint alleged that the head up will not raise. The manifold motor runs but no head up movement.

Manufacturer narrative:
Tech tested with manual foot pump and believes the head up valve is stuck. He will swap knee and head coils to isolate issue to valve. Replaced part # (B)(4) vlv solenoid 2w/2p deltrol to resolve this issue.